Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. The reporter, a respiratory therapist, advised that the device would not hold tidal volume and that its vte levels were zero (0) continuously. There was patient involvement associated with the reported event. The reporter advised that the patient desaturated as a result of the reported issue. No further details, including the patient outcome, were provided. Ventec has attempted to contact the reporter in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low could not be confirmed or duplicated. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.